Manufacturer narrative:
Concomitant devices: biolox delta femoral head 36mm od, +0mm (cn: 170-36-00, sn: not reported). Pending engineering evaluation.

Event description:
Revision due to prosthesis wear of 36 mm neutral acetabular liner 5 years after the original surgery. Liner and 36 mm biolox delta femoral head revised.

Event description:
Replaced novation poly from prior case due to wear.

Manufacturer narrative:
The engineering evaluation noted the prosthesis wear reported may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient conditions, or a combination of the three. However, this cannot be confirmed as the device(s) were not returned for evaluation. (D11) concomitant devices: - biolox delta femoral head 36mm od, +0mm (cn: (B)(4), sn: not reported). No information provided in the following section(s): a2, a3, a4, a5, b6, b7, d4 (catalog number, serial number, UDI number and expiration date) d6, d7, g5 and h4. The following section(s) have additional info: d1, d2, g4, g7, h1, h2, h3, h6, and h7. Section h11: corrections made in the following section(s): (d1) brand name. (D2) comman device name. (D4) catalog number, serial number, UDI number and expiration date. (G5) disregard last entry and this field is unknown. (H4) disregard last entry and this field is unknown.